Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted with resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue recurs, and acknowledged the instructions.